Event description:
A report was received that the patient was having difficulty charging the ipg out of hibernation. It was reported that a monopolar cautery was used on a non-device related surgery. Device malfunction was suspected. The patient underwent an explant procedure wherein the scs system was remove.

Manufacturer narrative:
Additional information was received that the patient did not have a nondevice related surgery or procedures where electrocautery was used prior to the date of explant. Sc-1132 sn: (B)(4), device evaluation indicated that the ipg passed visual test performed. The complaint was confirmed. The ipg was unable to communicate with a remote control after being charged due to damaged asics (u2 and u3). The root cause of the damage was unknown.

Event description:
A report was received that the patient was having difficulty charging the ipg out of hibernation. It was reported that a monopolar cautery was used on a non-device related surgery. Device malfunction was suspected. The patient underwent an explant procedure wherein the scs system was remove. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).